Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni.

Event description:
Patient has been indicated for revision due to unknown reasons. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: g7 screw 6.5 mm x 40 mm p/n 010001001 l/n 3226329, g7 screw 6.5 mm x 40 mm p/n 010001001 l/n unknown, g7 screw 6.5 mm x 35 mm p/n 010001000 l/n 3654068, g7 screw 6.5 mm x 20 mm p/n 010000997 l/n 3215551, g7 apical hole plug p/n 010000994 l/n 3463331, g7 10 deg e1 liner 36 mm h p/n 010000899 l/n 3567933, 36 mm cocr mod hd +9 mm p/n 11-363665 l/n 1038870, arcos 17 x 190 mm spl tpr dist p/n 11-300917 l/n 593060, arcos con sz b hi 80 mm p/n 11-3001352 l/n 605140. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to cup loosening. Cup, head and liner were replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.